Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that a hot axios stent was to be implanted in the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2021. During the procedure, the stent deployed in an incorrect location. It is unknown if the stent remains implanted and it is unknown if the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was to be implanted during gallbladder drainage procedure. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be implanted in the gallbladder. ***additional information received on (B)(6) 2021*** it was reported that a surgery was performed on (B)(6), 2021 to remove the axios stent and stitch the puncture site closed.

Manufacturer narrative:
Blocks b5 and h6 (impact codes) have been updated with the additional information received on (B)(6), 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue in the gallbladder. Impact code f19 captures the reportable event of surgery performed to remove the stent and close the puncture site. Block h10: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2021. During the procedure, the stent deployed in an incorrect location. It is unknown if the stent remains implanted and it is unknown if the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was to be implanted during gallbladder drainage procedure. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be implanted in the gallbladder.